Event description:
Intl customer reports that the suture broke one week following a hand tendon repair during rehabilitation. No adverse pt consequences were reported.

Manufacturer narrative:
(B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.